Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided, as information was requested but not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three intraocular lenses (iols) broke during implantation, necessitating the use of backup lenses to complete the surgery. The broken iols were discarded by the customer. No additional details were provided. This is report 1 of 3. A separate report is being submitted for each of lenses involved.

Manufacturer narrative:
Additional information and corrected data: the following fields are being updated per new information received as the serial number of the device has now been provided: section d4 - model number: det150 . Section d4 - catalog number: det150i105. Section d4 - serial number: (B)(6). Section d4 - expiration date: dec 18, 2026. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: dec 18, 2023 upon further review of the file, it was noted that no MDR report is required for this event as it was confirmed that the serial number of the suspect device corresponds to the det intraocular lens model which has not been approved in the USA. Therefore, no report is required to be filed with the FDA and no further information will be provided under MFR report number 3012236936-2024-0001829.